Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221365, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1099191 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 1099191 for contamination from other customers. Retention samples from batch 1099191 were not available for inspection. No returns or photos were received for investigation of this complaint. However, returns from batch 1099191 from another customer have confirmed contamination in the batch. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) 3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. H3 other text : see h10.

Event description:
It was reported that while using bd bbl¿ hektoen enteric agar contamination was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reporting contamination of product 221365 lot 1099191."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ hektoen enteric agar contamination was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reporting contamination of product 221365 lot 1099191."